Manufacturer narrative:
(B)(4). Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading is 299 mg/dl. Troubleshoot was performed. Customer cannot recall the cause of the blank display. Customer battery cap was not damage. Customer was using aaa (B)(6) battery; new battery was inserted but the display did not return. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer also reported high blood glucose reading but declined troubleshooting. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.